Manufacturer narrative:
Additional information has been added to h6 and h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak occurred during dialysis treatment with a revaclear 400 dialyzer. An external blood leak occurred due to the venous connector disconnecting from the dialyzer. The blue line thread was not properly tightened with the dialyzer connection end. There was no patient injury or medical intervention associated with this event. No additional information is available.